Manufacturer narrative:
Additional information was added to h4, h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) non-dehp micro-volume extension sets were occluded. It was further reported that the tubing could not be injected with fluid. This was observed after taking out of the package. There was no report of patient injury or medical intervention associated with this event. No additional information is available.